Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, psychological disorder, smoker, periodontal disease, bone resorption, severe peri-implantitis, infection, pain, swelling, fistula, abscess, bleeding, inflammation.